Event description:
It was reported that during the procedure in the right coronary artery (rca), a non-abbott guide catheter was deep seated due to the anatomy. Pre-dilatation was performed at unknown pressure using a non-abbott device and an unsuccessful attempt was made to advance a 2.5x18 rx promus stent system. Vessel access was lost due to movement. The vessel was rewired and dye was injected revealing a dissection that had spiraled into the aorta. The rca occluded due to the dissection and the patient was transferred to surgery and coronary artery bypass was performed. The patient's current condition is reported as stable. It is the physician's opinion that the guide catheter caused the dissection. Though requested, additional information was not provided.

Manufacturer narrative:
(B)(4). The customer reported the device was discarded. The lot number was provided. Review of the device history record is forthcoming. A follow-up will be submitted with all relevant information. Dil cath: 2.5 x 12 apex ; guide wire: runway; guide cath: 6f jr 4. You are receiving this MDR report from abbott vascular because (B)(4) distributes promus as its own brand labeling of abbott vasculars drug eluting stent in the us.

Manufacturer narrative:
(B)(4). A thorough analysis could not be performed because the device was not returned. The ability to cross a lesion can be impacted in numerous ways. Some of the contributing factors may consist of, but not limited to, patient anatomical condition, patient disease state, pre-dilatation strategy, device placement technique, device size selection and accessory device support. It was reported that during the procedure in the right coronary artery (rca), a non-abbott guide catheter was deep seated due to the anatomy, which may suggest challenging anatomical condition that could have contributed to the failure to cross. Vessel access was lost due to movement and was rewired when dye was injected revealing a dissection that had spiraled into the aorta. The rca subsequently occluded due to the dissection and the patient was transferred to coronary artery bypass surgery. It was reported that it is the physicians opinion that the guiding catheter caused the dissection. Additional information was requested; however, no information has been provided. Dissection and occlusion are known adverse events listed in the xience v instructions for use. A conclusive cause for the reported patient effects and their relationship to the product, if any, cannot be determined; however, the reported failure to advance and surgical procedure appears to be related to the operational context of the procedure. A review of the finished product lot history records did not reveal any nonconforming material records for this lot.

Manufacturer narrative:
(B)(4). Dissection and occlusion are known adverse events listed in the promus instructions for use.